Event description:
Per the clinic, the patient experienced swelling and purulent discharge at implant site. Subsequently, the patient was treated with oral and topical antibiotics (date and duration not reported). The patient also underwent a cauterization procedure on (B)(6) 2023. It was also reported that, the patient experienced bacterial infection and wound dehiscence. The patient was treated with antibiotics (specific type, date and duration not reported). The patient underwent cauterization procedure again for the 2nd time on (B)(6) 2023 for the ongoing purulent discharge. However, the issue could not be resolved. Subsequently, the patient underwent a skin revision surgery on (B)(6) 2023 and during the procedure, steroid and antibiotic (specific type and duration not reported) was used to wash the wound area. The device was then explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on october 03, 2023.

Manufacturer narrative:
Per the clinic, it was reported that the implant was repositioned on (B)(6) 2023. It was also noted that, the patient experienced necrosis at the implant site. This report is submitted on october 27, 2023.